Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that this 21mm aortic pericardial valve, implanted approximately two (2) years and ten (10) months, was explanted due to aortic stenosis secondary to calcification. This valve was originally implanted for aortic valve replacement to correct severe aortic stenosis. The patient passed out during a follow-up. The device was replaced with a 21mm bioprosthetic valve with no adverse patient effects reported as a result of the valve replacement. All three leaflets were severely hardened and leaflet mobility was restricted. Cuffs were fused to the surrounding tissue so that cuffs were removed from the valve at explant. The patient status was reported as recovering at ICU.

Manufacturer narrative:
Device evaluation: the product was returned for evaluation. Customer report of aortic stenosis secondary to calcification was confirmed. X-ray demonstrated wireform intact and moderate to heavy calcification on all three leaflets. Host tissue overgrowth encroached onto the tissue and into the orifice, and was observed to be moderate at the inflow aspect and minimal at the outflow aspect. Host tissue on the stent circumference was minimal outflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. The sewing ring was cut off around the valve circumference and exposed the wireform at the inflow aspect. The wireform was also exposed near leaflet 1 at the outflow aspect.

Manufacturer narrative:
Based on the findings from r&d, the valve presents typical calcific degeneration such as substantially increase in leaflet stiffness and evidence of calcification nodules. Moderate to severe host fibrous (pannus) tissue growth was observed on the inflow (ventricular) side of the valve. The encroached pannus tissue formed a ring within the valve frame that appeared to constrain the leaflet mobility. The host tissue growth on the outflow (aortic) side is mild. The severe bioprosthetic tissue calcification was confirmed on all three leaflets by x-ray imaging. The severe leaflet tissue calcification and pannus growth on the valve most likely contributed to the reported aortic stenosis in vivo. Leaflet tissue calcification related structural valvular deterioration (svd) is the most common chronic failure mode for this type of bioprosthesis. Tissue calcification in bioprostheses is highly variable among the patients and the underline mechanism is still not fully understood. Patient biological factors such as age, the immunological status, and comorbidities (such as end-stage renal disease, endocarditis) are believed to play important roles in the development and progress of bioprosthetic valve calcification. Patient with end-stage renal disease requiring dialysis is a known factor involved in earlier calcification of bioprosthetic valves. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is originated from surrounding native anatomy. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, chronic inflammation, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves.